Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when the battery of the implantable pulse generator (ipg) was low, the device changed from dual chamber to single chamber. The device was explanted and replaced. No patient complications have been reported as a result of this event.